Event description:
It was observed that during the device evaluation, the forceps channel port of the bronchovideoscope was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.